Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿extension set separated from cannula while connected to the patient¿. The product in use at the time is reported to be a 20041e-0006 from lot 24015293. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015293 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20041e-0006 set over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was separated the following information was received by the initial reporter with the following verbatim: customer states" extension set separated from cannula while connected to the patient. Cannula not connected to fluids or being used at the time.".